Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a speaker malfunction message and had no audible sound. No adverse event involving patient or user was reported.